Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported "right-side deflation". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., h.2.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right-side deflation". Device remains implanted.